Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a malfunction causing a leak greater than 4.5lpm. There was no report of patient involvement.